Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The contacted installed a new cartridge. The alarm was cleared and insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.